Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012, date of removal- (B)(6) 2019 as per pif. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received: date of birth was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, heavy periods, bacterial vaginosis, sexually transmitted disease, irregular menstruation, metrorrhagia, chlamydia test, urine analysis abnormal, tubal ligation and irregular menstruation. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, fibromyalgia and rheumatoid arthritis. Concomitant products included amlodipine besilate (amlodipine besylate), estradiol (estrace), estradiol (vagifen), gabapentin, hydrocodone bitartrate;paracetamol (norco), metronidazole, metronidazole (flagyl) and trazodone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) "). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia (painful sexual intercourse) "). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss (specify which one) gain") and experienced arthralgia ("joint pain "). In (B)(6) 2011, the patient experienced headache ("headache") and migraine ("migraines"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2013, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type:bacterial vaginios"). In (B)(6) 2016, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rash ") and urticaria ("allergic or hypersensitivity reaction type: hives "). On (B)(6) 2019, the patient experienced menorrhagia "(abnormal bleeding menorrhagia)" and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 10 years after insertion of essure. In (B)(6) 2019, the patient experienced vulvovaginal mycotic infection ("yeast infection "). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with antibiotics, diphenhydramine hydrochloride and surgery (one or more surgeries to remove one or more of the essure coils/total hysterectomy (uterus and cervi). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, dermatitis allergic, urticaria, bacterial vaginosis, dysmenorrhoea, mood swings, headache, migraine, vaginal discharge, vulvovaginal mycotic infection, weight increased, dyspareunia, depression, anxiety and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, bacterial vaginosis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2012, date of removal- (B)(6) 2019 as per pif discrepancy noted in essure insertion date- (B)(6) 2009 and 2011. Current weight 240 lbs. The left tubal ostea essure device placed with 3 visible coils present after procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, heavy periods, bacterial vaginosis, sexually transmitted disease, irregular menstruation, metrorrhagia, chlamydia test, urine analysis abnormal, female sterilisation and irregular menstruation. Previously administered products included for an unreported indication: mirena. Concurrent conditions included obesity, fibromyalgia and rheumatoid arthritis. Concomitant products included amlodipine besilate (amlodipine besylate), estradiol (estrace), estradiol (vagifen), gabapentin, hydrocodone bitartrate;paracetamol (norco), metronidazole, metronidazole (flagyl) and trazodone. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) "). In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia (painful sexual intercourse) "). In (B)(6) 2009, the patient experienced depression ("depression") and anxiety ("anxiety"). In (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss (specify which one) gain") and experienced arthralgia ("joint pain "). In (B)(6) 2011, the patient experienced headache ("headache") and migraine ("migraines"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings "). In (B)(6) 2013, the patient experienced bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type:bacterial vaginios"). In (B)(6) 2016, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: rash ") and urticaria ("allergic or hypersensitivity reaction type: hives "). On (B)(6) 2019, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia) ") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 10 years after insertion of essure. In (B)(6) 2019, the patient experienced vulvovaginal mycotic infection ("yeast infection "). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with antibiotics, diphenhydramine hydrochloride and surgery (one or more surgeries to remove one or more of the essure coils/total hysterectomy (uterus and cervi). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, dermatitis allergic, urticaria, bacterial vaginosis, dysmenorrhoea, mood swings, headache, migraine, vaginal discharge, vulvovaginal mycotic infection, weight increased, dyspareunia, depression, anxiety and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, bacterial vaginosis, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, mood swings, pelvic pain, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion: (B)(6) 2012, date of removal: (B)(6) 2019 as per pif. Discrepancy noted in essure insertion date- (B)(6) 2009 and 2011. Current weight 240 lbs. The left tubal ostea essure device placed with 3 visible coils present after procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case (B)(4) was found to be duplicate of this case hence, all information from deletion case (B)(4) was transferred to this case. New reporter, patient demographic details, medical history, concomitant drug, and new events was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.